Event description:
The facility reports the patient's toe became trapped in the footplate moulding, causing pt to fall from the hoist and topple over. The patient suffered injuries to the toe which required stitches.